Event description:
(B)(6)---product quality issue our eye clinic reports that the 30-gauge 1/2`` needle provided with eylea hd (ndc: (B)(4) seems to be defective or ``dull``. These kits contain the eylea hd vial, an 18-gauge x 1.5`` filter needle, a 30-gauge x 1/2`` injection needle, a 1 ml syringe for administration. We had three separate cases on (B)(6)2024 where they went to inject the medication and the needle will not puncture the eye. The provider stops because of concern regarding the amount of physical pressure it is requiring to puncture eye. Therefore, they stop and discard the medication because it is no longer sterile and now requires a second product to be pulled and used. In the 3 circumstances today, they decided to use 30g 1/2`` needles stock on the floor instead of the one provided by manufacturer and have had no further issues. The nurse said all of the eylea hd seemed to be the same lot #: 8231500393 from what she could recall. Note: it was confirmed this is not an issue with the filter needle provided in the kit. (B)(6)---product quality issue.